Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the both instruments noted no abnormalities. The first single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The first instrument and loading unit were applied to the appropriate test media with acceptable results. The second sulu was fully applied and the interlock was engaged with no knife blade damage. The second loading unit was reset and loaded into the second instrument. The second instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical cystectomy, the two devices did not fire at all. They used a new device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.